Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a ventricular tachycardia ablation procedure. During the procedure, the implantable cardioverter defibrillator exhibited an rf telemetry anomaly and the physician was unable to perform direct current (dc) fibber or shock-on-t ventricular fibrillation induction testing. On (B)(6), the induction test was successfully performed. No further incident was reported. There were no adverse consequences to the patient.